Manufacturer narrative:
H4: device manufacture date: november 10, 2020 - november 11, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line (tubing) of a small volume folfusor had pulled out causing a kink in the line. This issue was discovered at the releasing stage, prior to patient use. The device was filled with 5000mg fluorouracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.